Event description:
New information notes that the rv lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine device check. Noise on the rv lead was observed. Recorded episodes of non-sustained rv oversensing were reviewed and confirmed the presence of what appeared to be lead noise. Pacing inhibition was observed. The ventricular lead impedance had shown some signs of fluctuation within the last two months. The physician decided to monitor the lead and do fluoroscopy before deciding on surgery. The fluoroscopy was done and the results have not yet been released. Patient is fine.

Manufacturer narrative:
A partial lead with measuring 11.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.